Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. The customer's blood glucose level was 115 mg/dl. During troubleshooting with tandem technical support the pump was reset and sensor glucose readings were displayed again.